Manufacturer narrative:
Philips service upgraded the software, recalibrated the system, and restored its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the 3d workstation software was running slowly on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.